Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery test alarm. The customer's blood glucose level was 220-240 mg/dl. The insulin pump shut itself down and they received no delivery alarm. The customer declined troubleshooting for no delivery and battery out limit alarm. Insulin pump will not be returned for analysis.